Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that almost 2 years after the dental implant was installed in patient's mouth it was verified its loss of osseointegration. A 30 ncm of primary stability was achieved and immediate load was not performed.